Event description:
First hip revision (change of head and liner) performed on (B)(6) 2015 by dr (B)(6) at (B)(6) hospital. Primary left thr was performed on (B)(6) 2014, same hospital and surgeon. Surgeon noted "the goal is to am meant the acetabular version with a +4/10 degree liner and create stability through a higher offset head." Item removed and disposed of as per hospital policy. X-ray and photo of implant is available. Patient is a (B)(6) female. Patient was further revised for infection on (B)(6) 2015 (case reference (B)(4)).

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A review of the device history records identified that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. Due to the product not being returned, the ceramic manufacturer checked the manufacturing documents only and commented: the component properties and the microstructures as obtained from the quality documents accomplish the requirements as specified at the time of production. There are no indications of any pre existing material defect. The provided xray was sent to our bio engineering department for review for implant fracture and implant disassociation as per wi-7915. No anomalies were noted. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.